Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under sensing of smaller atrial signals on stored electrograms (egm) during rapid atrial rhythms leading was noted on the right atrial (ra) lead. This led to early termination of atrial tachycardia / atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.